Manufacturer narrative:
Eval: results: no visual anomaly was noted. The event cannot be confirmed through product analysis testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician implanted an scs system, but initially was unable to implant a lead due to the pt's anatomy. It was estimated the surgery was extended about an hr due to the inability to place the lead. A different lead was used to complete the procedure.